Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after pausing insulin for a shower and not resuming delivery, with a concurrent brief sensor issue and subsequent sensor failure that required sensor replacement; a fingerstick reading was 249 mg/dl, and the user later reported a glucose of 200 mg/dl. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy due to the paused insulin and sensor issue. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the problem was characterized as a use-of-device issue; an appropriate device component code was not available. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.